Manufacturer narrative:
FDA medwatch program number: mw5063194.

Event description:
It was reported that during the procedure the microcatheter (subject device) broke off mid shaft. The physician used unspecified types of snare and alligator retrieval devices to remove the broken microcatheter with no patient impact.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was returned along with an envoy guide catheter. Analysis of the subject complaint device revealed that it was fractured at 38.5cm from the proximal end. The distal section of the microcatheter was kinked in numerous locations. Blood was noted within the rhv attached to the returned guide catheter. During functional evaluation the proximal end of the microcatheter was unable to be flushed. A 0.0158¿ patency mandrel was advanced with extreme friction. Solidified contrast media exited the distal end with the mandrel. In addition, blood exited the returned guide catheter while being flush. Information available indicated that the device was confirmed to be in good condition prior to use. The numerous kinks observed on the distal section is indicative of excessive force being used either during advancement or removal through the guide catheter. The kinks may be related to anatomical factors encountered during the procedure; however, this cannot be conclusively determined. Blood was noted within the rhv attached to the returned guide catheter indicating retrograde blood flow which is consistent with insufficient flush; however, additional information received indicated that continuous flush was used. The breakage on the catheter was clean and no stretching around the breakage was observed. It is most likely that the catheter was cut by some external source during the procedure; however, this scenario cannot be conclusively determined. Based on the information available the exact cause for the reported and observed damages cannot be determined.

Event description:
It was reported that during the procedure the microcatheter (subject device) broke off mid shaft. The physician used unspecified types of snare and alligator retrieval devices to remove the broken microcatheter with no patient impact.